Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would run out of insulin without giving a warning. The customer¿s blood glucose during the incident was 385 mg/dl. The customer also reported a motor error alarm. The customer was able to complete the insulin pump rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No audio/beep anomaly noted. Unit alarmed motor error during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.